Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter has black marks in the display. The following complaint was classified based on information obtained from the technical service representative (tsr). The patient alleged that the issue was discovered during dinner time on (B)(6) 2012. According to the tsr's documentation, a few minutes prior to the start of the alleged issue the patient was experiencing symptoms of frequent urination and tiredness. The patient denied receiving any form of medical intervention/treatment after the reported display issue was discovered. During troubleshooting, the tsr noted there was no misuse of the lfs product, the patient was not using the subject meter for the first time, and the patient has a backup meter. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.